Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic during followup. Stored electrograms conveyed that their implantable cardiac defibrillator exhibited post-paced t-wave oversensing. No inappropriate therapy was received during the oversensing. Programming changes were made and the patient would be continue to be monitored.